Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber and the tubing of a clearlink solution administration set collapsed. During immunoglobin infusion with an unspecified pump, the drip chamber and the tubing that goes to the pump collapsed. The immunoglobin used was in a glass container. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.